Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak, aneurysm enlargement of 16.4mm and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type iiia endoleak and aneurysm enlargement is anatomy related. There was poor apposition of the main body with the proximal extension at the angulation proximally, noted on CT scans dated (B)(6) 2018 and (B)(6) 2024. This likely contributed to the reported event as anatomy related. There was infrarenal angulation of 56 degrees on the pre CT-scan. This also likely contributed to the reported event as anatomy related. Procedure related harms could not be identified. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak, aneurysm enlargement of 16.4mm and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type iiia endoleak and aneurysm enlargement is anatomy related. There was poor apposition of the main body with the proximal extension at the angulation proximally, noted on CT scans dated (B)(6)2018 and (B)(6)2024. This likely contributed to the reported event as anatomy related. There was infrarenal angulation of 56 degrees on the pre CT-scan. This also likely contributed to the reported event as anatomy related. Procedure related harms could not be identified. The patient was reported as being discharged home on second post operative day. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b6: relevant tests and lab data has been updated. G3: date received by manufacturer has been updated. H10/11: additional manufacturer narrative has been updated.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, an afx limb stent graft, and an afx vela suprarenal. Approximately six and a half (6.5) years post initial procedure, during a routine follow up, a type iiia endoleak and an expanding aneurysm was observed. On (B)(6) 2024 the physician completed the intervention with the implantation of an afx vela infrarenal, afx vela suprarenal, and an ovation ix extender. The patient status is unknown.